Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing instability and was to receive a second poly swap from a poly swap about four years ago. The product is no longer available for this procedure, and there would have to be a more invasive surgery. Patient does not know if it will occur now. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: unknown, kirschner tibial tray, lot # unknown, catalog #: unknown, kirschner femorals, lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record could not be reviewed as no part or lot numbers were provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision due to instability, the tibial bearing was removed and replaced. No further information was available.